Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy connector to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
During preventative maintenance performed by physio-control it was observed that the device had a broken therapy connector. In this state the therapy cable could not be connected to the device and it would not be able to deliver defibrillation if it was needed. There was no patient use reported with the event.